Event description:
This spontaneous case was received on (B)(4) 2013 via a literature article. This case concerned a (B)(6) year old female patient. The pt's medical history and concomitant medications were not reported. On an unspecified date, the pt received hyaluronic acid (brand not specified) in the glabellar area as a cosmetic procedure for augmentation of the glabellar region by a local plastic surgeon. On an unk date, reported as a few minutes after the injection, the pt suddenly experienced eye pain, headache, and vision loss. She was transferred to the emergency department of another medical center. The site of the initial injection was shown to have erythematous violet reticular discoloration. Fundus examinations showed the typical appearance of central retinal artery occlusion in the right eye and normal appearance of the left eye. Visual acuity was no light perception od and 0.8 os. Brain magnetic resonance imaging showed acute infarction in the right frontal, occipital, and parietal lobes. Visual field examination disclosed a left heminopia in the left eye. The clinical features of the pt were consistent with brain infarction and central retinal artery occlusion in the right eye due to an injection of hyaluronic acid. The pt was treated with topical timolol maleate, oral acetazolamide (500 mg), and aspirin (100mg) daily. The skin lesion at the site of the initial injection began to fade during the ensuing seven days, and the pt was then discharged. She visited the clinic one month later. The pt remained blind in her right eye and a left hemianopia was noted in the visual field examination of the left eye. A fundoscopic examination showed a pale optic disc as well as marked retinal ischemia and multiple emboli in retinal arterioles. No further info was provided. He ms, sheu mm, huang zl, tsai ch, tsai rk. Sudden bilateral vision loss and brain infarction following cosmetic hyaluronic acid injection. Jama ophthalmology; 2013 sep; 131(9): 1234-5.

Manufacturer narrative:
(B)(4).